Event description:
Additional information from the patient¿s physician confirmed an infection was diagnosed at the time of initial report and that peri operative antibiotics were administered. It was noted the patient did not have meningitis at that time and that no cultures were obtained. It was reported the primary location of the patient¿s infection was the lumbar region and that the patient had drainage from the site. It was noted that with oral antibiotic treatment, the infection resolved. The patient¿s physician reported the infection was ¿a simple stitch infection¿ and was ¿very superficial.¿ the patient¿s physician further reported the infection was ¿probably not reportable.¿

Event description:
It was reported that there was an infection. The patient stated that their upper incision where the lead wire was placed was infected. The patient stated that they went to the healthcare professional (hcp) on the date of report and the hcp looked over the site and prescribed the patient antibiotics for infections. The patient stated that the hcp ¿got some stuff out of the site at their office.¿ the patient stated that the incision site was painful. The patient stated that the implantable neurostimulator (ins) site was painful but the patient did not mention infection at that site. The patient further stated that last week they were ¿coughing up green and yellow mucus.¿ the patient the hcp prescribed an over the counter cough medicine. The patient stated that on (B)(6) 2013, they woke up ¿hot and sweating and feeling sick¿ in the stomach and chest area. The patient stated that they had woke up feeling that way for the past three days prior to report and barely wanted to get out of bed. The patient stated that the hcp told them that the incision site being infected could have caused them to feel sick. It was further reported that the implant site was swollen. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(6), product type programmer, patient; product ID 39565-65, serial # (B)(6), implanted: (B)(6) 2013, product type lead; product ID 39565-65, serial # (B)(6), implanted: (B)(6) 2013, product type lead. (B)(4).